Event description:
It was reported that during a mid left anterior descending (lad) to left main coronary artery stenting procedure, a small, non-serious stent edge dissection occurred in the proximal lad and was successfully treated with implantation of a stent. Another dissection occurred in the mid lad from a non-abbott balloon and was successfully treated with the implantation of a planned stent in that area. Post procedure, the patient experienced a slight elevation in creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit. No treatment was reported. Due to a planned staged procedure, the patient remained hospitalized. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There were no reported device malfunctions or product deficiencies. The reported patient effect of dissection of the coronary artery is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.